Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt's parents observed that their child is not responding to sound with to the left ci. An accident or trauma is not known. Re-implantation surgery is scheduled for (B)(6), 2013.